Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that patient faced infusion set leakage event. No further information available.

Manufacturer narrative:
(B)(6). Patient country: united states.